Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The device was received in a blister tray inside a plastic bag. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been advanced into the nozzle tip. No damage observed. The lens was returned outside of the device. Solution is dried on the iol. The product investigation could not identify the root cause for the reported complaint " failed to deploy" as the lens was returned outside of the device. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, it was noted that the lens failed to deploy. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).